Event description:
New information received notes that the patient was provided with a transmitter and the bluetooth telemetry issue was resolved.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.